Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, and dry. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to low vaulting. The lens was repositioned but this did not resolve the problem. The lens was exchanged with a same length lens but implanted vertically, this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).